Event description:
Customer reported via phone, the insulin pump alarmed button error during bolus delivery. Customer's blood glucose was 113 mg/dl. Customer stated he was skiing. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.